Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead (B)(6) 2004; 6947 implantable tachy lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial lead had a possible fracture. The threshold had increased and there was high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.